Event description:
The initial reporter complained of multiple questionable high results for 1 patient tested on a cobas 6000 c (501) module. From the data provided a reportable malfunction was provided for bilt3 bilirubin total gen.3, ca2 calcium gen.2, and gluc3 glucose hk gen.3. The initial bilt3 result was 7.1 mg/dl. The bilt3 result from the same patient sample tested on another cobas c501 was 0.8 mg/dl. The initial ca2 result was 19.6 mg/dl. The ca2 result from the same patient sample tested on another cobas c501 was 9.5 mg/dl. The initial gluc3 result was 239 mg/dl. The gluc3 result from the same patient sample tested on another cobas c501 was 101 mg/dl. The erroneous results were not reported outside of the laboratory. The results from the other cobas c501 were deemed to be correct. There was no adverse event. The ca2 reagent lot was 35650601 with an expiration date of 31-oct-2019. The bilt3 reagent lot was 34155301 with an expiration date of 31-dec-2019. The gluc3 reagent lot information was requested but was not provided. The field engineering specialist (fes) determined that the root cause was due to a bent reagent probe. He straightened and adjusted the reagent probe. He verified the system by visually observing its overall operation. The customer ran qc data with acceptable results. The fes activities resolved the issues. Following the service visit, there have been no further reported issues.